Event description:
Info received indicated that during preparation to use the stimlock device, the "door" fell off the "closing part" of the device. The lead clip / cam has a moving part (door) that opens and closes to secure the deep brain stimulation lead. The moving part of the lead clip came off of the clip itself. The hcp handled the device in a standard and correct way. The hcp compared the device to a similar demo device under a microscope and reported that it appeared as if the "hinging pilon in the device did not have a sufficient "hing-block flange". A replacement device was used. The pt was not exposed to the device; there was no pt impact or injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.